Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient suffered from extensive intra-operative bleeding at the incision site on the day of implant, (B)(6) 2018. The patient was given a transfusion of 24 units of packed red blood cells, 12 units of frozen free plasma, and 12 units of platelets. The event reportedly resolved after the transfusion. The patient reportedly expired on (B)(6) 2018. No product was available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 0 days (occurred during implantation). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had intra-operative bleeding at the incision site. The patient received 24 units of packed red blood cells (prbc). Per the account, the patient expired (B)(6) 2018. The events associated with the patient death are reported under manufacturing report number 2916596-2018-02196. No further information was provided.